Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: gynecologic oncology 112 (2009) 506¿510; doi:10.1016/j.ygyno.2008.10.029. (B)(4).

Event description:
It was reported via journal article: title: "abdominal radical trachelectomy: success and pitfalls in a general gynecologic oncology practice," author(s): alexander olawaiye, marcela del carmen, rosemary tambouret, annekathryn goodman, arlan fuller, linda r. Duska, citation: gynecologic oncology 112 (2009) 506¿510; doi:10.1016/j.ygyno.2008.10.029. The purpose of this retrospective study was to report the successes and complications with a series of abdominal radical trachelectomies performed to preserve fertility in young women at the massachusetts general hospital (mgh). From 1999 to 2007, 10 female patients (average age of 31.7 years [ranged 24.8 to 38 years]) underwent radical abdominal "tracelectomy" with pelvic "lyphadenectomy". In the procedure, the re-anastomosis of the fundus to the vagina was performed using interrupted 2-0 pds sutures. The cerclage was accomplished using mersilene band which was tied around the neo-cervix and the bladder peritoneum and was sutured over the cerclage. The stitch was tied around the cervix with knot placed anteriorly. Postoperatively, complications included cervical stenosis (n=2) and dyspareunia (n=?). The two patients with cervical stenosis both continued to have regular menses without hematometra (normal ultrasound) but a cytobrush could not be inserted into the new cervical canal. Long term complications included 2 cases of cerclage expulsion in a (B)(6) and (B)(6) female patients. The latter patient needed operating room visits for examination under anesthesia and pap smear.